Event description:
The pt reported air bubbles in the infusion tubing leading to elevated blood glucose of up to 480 mg/dl. The pt allows insulin to warm to room temperature for 2 hours prior to insertion into the infusion device. She also reported that the infusion device does not properly display the e4 (occlusion) error. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.